Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.(B)(6).

Event description:
The customer reported that the blower is stuck. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The customer could not duplicate the reported problem. The blower, motor controller board, and cpu board were replaced per product support recommendation. The customer sent the unit to bench repair. The service technician tested the device and repaired. The system was entirely revised and is all the tests were successful. The device is compliant with the manufacturer's specifications. The unit is returned to user.

Manufacturer narrative:
Follow-up root cause: failure analysis on the returned power management (pm) board shows that the power management (pm) board was tested and no failures were identified.